Manufacturer narrative:
Use facility was not able to provide model/serial number and cancelled service request.

Event description:
It was reported that the bed has a broken power cord. The user facility was not able to provide the model or serial number of the bed and cancelled their request for service. There was no report of patient involvement or adverse consequences.